Event description:
Patient reported multiple clotting in arms and legs on two occasions while being treated with rimso-50. Patient has been receieving rimso-50 as an intravesical instillation for an unspecified indication on variable dosing schedules, every 3 weeks for the last ten years.